Manufacturer narrative:
Single use device that was reprocessed?: unk as not provided by reporter. (B)(4). No product or images were provided to assist in this investigation. This product line has addressed all design control requirements and shown the device has met the predetermined requirements and that those requirements meet the needs of the end user. Each device is sent with instructions for use (IFU), which describes the indications for use, warnings, precautions, correct product sizing instructions, and the proper deployment sequence. Specific to this case the instructions for use for the main body graft state: "inaccurate placement and/or incomplete sealing of the zenith aaa endovascular graft within the vessel may result in increased risk of endoleak, migration or inadvertent occlusion of the renal or internal iliac arteries. Renal artery patency must be maintained to prevent/reduce the risk of renal failure and subsequent complications." The main body IFU also provides detailed instruction on proper placement of the suprarenal stent in order to maintain patency of renal arteries. The failure mode assigned to this case is deployment. This failure mode was determined based on the provided event description. A definitive root cause can not be determined or reported at this time. We will continue to monitor for similar complaints. No further risk reduction activities are required per quality engineering risk analysis (qera), the risks remain at an acceptable level.

Event description:
A (B)(6) female pt underwent aaa repair on (B)(6) 2010. The pt was not suitable for endovascular repair because the pt's proximal neck was bent about 90 degrees. The physician conducted the procedure as labeled. Then he performed angiography and recognized the pt's left renal artery was occluded. So the physician tried to ptra but it could not inserted the wire guide. The physician decided to keep under observation and ended the procedure. On (B)(6) 2010. The pt renal artery was complete occlusion but the pt's renal function was stable. The pt was kept under observation.